Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving unknown baclofen 500mcg/ml for a total dose of 75mcg/day via an implantable pump for intractable spasticity. It was reported that the drug therapy was unsuccessful. It was unknown as to what factors may have caused, contributed, or led to the issue. It was noted a catheter dye study showed tears in catheter in the pump pocket. A catheter replacement/revision was done on (B)(6) 2017. It was noted that a partial explant. It was noted that the issue was resolved at time of the report and patient's status at time of report was "alive-no injury." It was noted that surgical intervention did occur as the catheter pump segment was replaced. The patient's weight was unknown. The event date was noted as (B)(6) 2017. It was noted that the catheter segment that was replaced will be returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. The catheter was returned for analysis. Analysis of the catheter found a slice/cut that was not related to explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on 2017-apr-18. It was reported that surgical intervention occurred and that the patient had a successful catheter revision on (B)(6) 2017. It was noted that the pump was delivering baclofen [500 mcg/ml] at a dose of 60 mcg/day. The patient status at the time of the report was ¿alive ¿ no injury¿ and the issue was resolved. The patient¿s medical history included intractable spasticity. The patient weight was unknown as it was asked but would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Event description:
Additional information received from a manufacturer representative (rep) on (B)(6) 2017 reported the affected catheter was explanted and has been sent back for analysis. It was noted another rep returned the affected product and may have the tracking number. It was later reported that the pump has not been sent back for analysis and rep was waiting on return mailer kit. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2017-may-02 reported the device is on its way. A tracking number was provided. No further complications were reported/anticipated.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-jul-18. The patient stated that ever since the catheter was put in ((B)(6) 2017), the pump managing healthcare provider (hcp) would make an adjustment to the pump and it didn¿t seem to make a difference. The patient told the hcp it just didn¿t seem to be working properly. The patient stated that the hcp contacted the manufacturer a week prior to the surgery on 2017-apr-18 to find out what tests needed to be done. The hcp did a test and saw it was leaking from the tubing and stated a manufacturer representative was present. On (B)(6) 2017, the patient had a surgery because the catheter tubing from her pump to her spinal cord was leaking. There was a manufacturer representative present. It was stated that the surgery was to correct the issue. The patient stated she has had one pump refill only since she had been implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.